Manufacturer narrative:
Additional information was received stating that the equipment was checked and found to function within manufacturing specifications. Reported complaint could not be duplicated and no proactive actions were taken. There was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a ventilator malfunction that causes a loss of mechanical ventilation. There was no report of patient involvement.